Event description:
During deployment the pulsar-18 stent could only be partially released.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned device revealed that the stentis partially released, 2/3 of the stent are not released and still crimpedunder the transparent outer shaft. Several kinks were observed at different locations of the device shaft. Further the outer shaft of the returned stent delivery system, which has to be retracted in order to release the stent, was found to be fractured inside the handle. The deformations indicate that the retractable outer shaft was impeded from movement due to unknown friction leading to an increased retraction force exceeding the fracture strength of the retractable outer shaft. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.